Event description:
The event description provided by the distributor stated: "according to the user's complaint, they discovered that they cannot shorten the compression-distraction unit, after it was completely extended." The pt was operated on (B)(6) 2012. The device failure was detected on (B)(6) 2012. The device was replaced at the doctor's office on (B)(6) 2012. The pt is in good health condition. (B)(4).

Manufacturer narrative:
The returned device, rec'd on (B)(4) 2012 is currently under technical investigation. We have checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. According to our historical records, no other similar failures have been reported from this specific product lot. A clinical investigation of the case was not performed as no info about pt conditions, medical procedure, diagnosis and x-rays have been made available. Add'l data will be provided once the technical investigation report will be available. Orthofix (B)(4) continues monitoring the products on the market.